Event description:
About two weeks after treatment with juvederm in the lips, the patient experienced a flat bottom lip. Also, the area between the nostrils and upper lip was numb and puffy. The patient believes the product may have migrated upwards. The patient visited the emergency room and the emergency room physician diagnosed the cause as nerve damage. The emergency room physician prescribed the patient a medical for bell's palsy. Per patient request the treating physician and the emergency room physician are not to be contacted. The patient did not provide the patient contact information for further follow up. We are unable to substantiate this alleged event and with the amount of information available, we will report this event to be on the conservative side. There is nothing to reasonably suggest that this product has caused these symptoms, however, this event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.